Event description:
The patient underwent an esophagogastroduodenoscopy (egd) with botox injection of the lateral epithelial space (les) and the pylorus (total 200 units) without incident. She then had esophageal dilation with a savary dilator. The guidewire was passed through the egd therapy channel into the antrum of the stomach. The scope was gently removed while the wire was advanced to maintain its place in the stomach. A 51 french lubricated savary dilator was then slipped over the guidewire and passed with a gentle twisting motion into the esophagus. The dilator and the guidewire were removed as a unit from the patient and the procedure was terminated. The patient appeared to tolerate the procedure well without incident. Before removing the wire from the dilator, I noticed that the guidewire was significantly bent where it exited from the narrow tip of the dilator.in recovery, the patient complained of chest pain greater than what she had experienced with prior procedures. I assessed the patient and ordered a chest x-ray to look for free air. A portable x-ray was performed in recovery and was read as normal (no free air). The patient was stable, but had continuing chest pain. I therefore suggested that she be driven to the hospital emergency room (ER) by a family member for further evaluation.